Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for painful cup, found loose with no ingrowth. Update: (B)(6) 2012 - litigation papers were received. They allege that patient had toxic levels of metal ions in her blood. The femoral head was added. There is no new information that would affect the investigation.